Manufacturer narrative:
Address: (B)(6). During inspection and testing, the processor switched on intermittently when the power switch was pressed, the front panel shut off after being on for some time and did not respond, and the pins in the scope receptacle were deformed which prevented scope detection. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device did not power on due to failure of the power supply unit. However, a definitive root cause of the reported issue could not be identified. The cause of the failure of the power supply could not be identified. Based on the results of the legal manufacturer's investigation, it is likely the front panel was not responsive due to failure of the main circuit board. However, a definitive root cause of the reported issue could not be identified. The cause of the failure of the main circuit board could not be identified. Based on the results of the legal manufacturer's investigation, it was not possible to determine the likely cause of the pins in the scope receptacle being deformed. Olympus will continue to monitor field performance for this device. Service also found the video connector was broken but connection was still possible due to the receptacle being loose, there was heavy rusting on the main board, and power switch was cracked. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during maintenance, the subject device did not power on. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the front panel shut off after being on for some time and did not respond, and the pins in the scope receptacle were deformed which prevented scope detection. There was no harm or user injury reported due to the event.